Event description:
During an in-clinic follow-up, episodes of low sensing were observed on the right ventricular (rv) lead. In addition, the patient had reported experiencing episodes of phrenic nerve stimulation. X-ray imaging was performed which revealed rv lead dislodgement due to twiddler's syndrome. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.